Manufacturer narrative:
Evaluation summary: the analysis results found that the el5ml device was returned with the jaw ramp broken. The instrument was cycled and ejected the remaining clips, due to the jaws condition. The el5ml did not jam during testing. We have documented the circumstances as they were reported to use. In addition, complaint information is trended on a regular basis to determine if further information is warranted. The batch record was reviewed, and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, the device jammed. They got a new one to complete the procedure. There was no patient consequence. The device will be returned for analysis.